Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, before the case began, the scrub tech was checking screw fitment of 2.4 cortex screws through the guide block of 2.4 va-lcp distal radius plate and noticed that screw heads were not fitting through guide block 2.4 screw holes distally. There was no patient involvement. This complaint involves three (3) devices. This report is for (1) guide block for 2 column plate 7 hole head/right. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device (guide block for 2 colm pl 7 hole head/r) was not received for investigation. A photo investigation was performed based on the photos attached in notes & attachments section of pc titled. The image was reviewed, and the complaint condition is confirmed as the device appears to be unable to assemble with mating device (2.4 cortex screw slf-tpng t8 sd rec 20), the screw does not fit in order to go through the guide block. Manufacturing record evaluation cannot be performed due to lot number being unknown. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.